Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, and open skin irritation under the therapy pads. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician and was advised to use an ointment on the skin irritation. Follow up indicated that the skin irritation is improving.